Event description:
The customer alleged an error code that suggest the ventilator because inoperative while in pt use. There was no pt harm or change in therapy. The mallinckrodt customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.